Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 239 mg/dl. The customer refused to do troubleshooting because she had resolved the issues of no delivery alarm. The customer would like to return set and reservoir for analysis.